Event description:
Related manufacturer number: 2017865-2022-17358. It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and successfully replaced. During explant procedure, an insulation breach was noted on the right atrial lead. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device operated at high pacing output settings and autocapture was enabled during implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed did not find any anomaly, battery voltage reached end of life (eol) level during analysis. Longevity assessment was performed, and implant duration exceeds total projected longevity indicating normal battery depletion.